Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter stated that the pump was not able to prime. It was reported that after changing the cartridge the pump completed the prime steps, but then flashed loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap and had an audio tone, but no vibration and a blank display. There was no moisture visible and the battery compartment was intact. The battery cap was able to fully tighten. The pump case was removed and evidence of internal moisture was observed on the display flex cable, display flex connector, and various other electrical components. The pump was unable to be tested regarding being able to prime due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.